Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was not observed. The photos show that additive is present in the tubes and is adhering to the sidewall of the tube. This is a normal appearance of the additive for this product type. Additionally, 100 retention samples from bd inventory were visually inspected for additive abnormality and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality; no defect was observed in photos or retain samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® fx 5mg 4mg tubes, 200 tubes had abnormal additive. There was no health impact or consequences reported.